Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection, the cardiosave intra-aortic balloon pump (iabp) had a broken connector at the arterial pressure input section of the front-end board. No patient was involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected fields - e1(initial reporter)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the front-end board. All functional and safety checks were performed. Unit was returned to use. The failure analysis and testing department received the following part associated with this complaint: front end board, this part was received with a reported unit failure message of arterial pressure connector damaged. The failure analysis and testing dept. Performed a visual inspection and found; the arterial pressure connector was damaged from inside. The fat dept. Verified the failure message of arterial pressure connector damaged. Retaining front end board in the fat dept. Per procedure. Due to damaged connector, this board is not going to supplier for further investigation per procedure. The root cause for the reported per the dfmea is excessive external force, fatigue.